Event description:
It was reported that the patient had finished an externalized trial for chronic pain using a deep brain stimulator (dbs). Upon removal of the trial, and going to permanent implant, the screw on the deepest contact, #0, on both extensions was torqued within the body and twisted to where the lead could not exit the percutaneous extension housing. Impedance testing was done and the issue required the dissection ¿of body down to bands¿ in order to loosen. The trial extensions were removed and the permanent implant was completed. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was lgw. Concomitant medical products: product ID 3550-05, lot# n506027, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory; product ID 3550-05, lot# n502142, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4). Analysis of the percutaneous extensions, serial #(B)(4), found the distal end connector twisted in the molded rubber. The #3 connecter was twisted in the molded rubber in both extensions.